Manufacturer narrative:
Results: the cat6 was ovalized in multiple locations along the distal shaft from approximately 122.5 thru 136.0 cm from the hub. Conclusions: it was reported that the patient¿s anatomy was tortuous. Evaluation of the returned cat6 revealed that the device was ovalized in multiple locations along the distal shaft. If the peel-able sheath (packaged with the cat6 is not used during insertion, and the distal shaft of the catheter is forcefully gripped or pinched, damage such as ovalizations may occur. During the functional test, resistance was encountered while attempting to advance the cat6 through a demonstration neuron max as the cat6 began to fold on itself inside the rhv, and the cat6 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician successfully aspirated the clot from the upper sfa using the cat6 without a peal away sheath and the sheath. Next, while advancing the cat6 through the sheath in a more tortuous section of the target vessel, the physician felt the cat6 kinked; therefore, it was removed. Upon removal, the physician observed the kink. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and another non-penumbra sheath. It was noted that not all of the clot in the distal popliteal artery was removed due to the catrx being too small. Subsequently, the physician administered dripping for the patient and will perform another procedure using another cat6 the next day. There was no report of an adverse effect to the patient.